Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was stuck on the same screen. The customer¿s blood glucose level was 198 mg/dl at the time of the incident. Customer stated that numbers are ramping on their own. Customer stated the scroll bar is not moving with no input. Customer stated that there is no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.